Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varicose veins procedure performed on (B)(6) 2022. The endoscope along with the device was inserted into the patient. During the procedure, the physician attempted to deploy the band; however, it would not deploy. He tried to deploy again, but same thing happened. It was reported that the procedure was completed successfully but it was unknown what device was used to complete the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head only) was analyzed, and a visual evaluation noted that the returned ligator head had six bands attached, some bands were overlapped and two of the bands were broken. The device was observed under magnification, and the ligator head teeth were bent/damaged. The suture hole was lightly torn. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the bands on the ligator head were overlapped, and two bands were broken. These suggest that the device could not deploy. These conditions could have been generated due to the possibility that some knots along the suture thread got dislocated from the teeth on the ligator head. This could have happened due to user manipulation during preparation, some technique performed during procedure and/or even anatomical factors contributed as well. Once some knots got dislocated, the suture thread would have encountered difficulties releasing the bands, which may have caused that some bands got overlapped within each other and the last bands broke. It is possible that these difficulties encountered could have caused the damaged/bent on the ligator head teeth. The most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varicose veins procedure performed on (B)(6) 2022. The endoscope along with the device was inserted into the patient. During the procedure, the physician attempted to deploy the band; however, it would not deploy. He tried to deploy again, but same thing happened. It was reported that the procedure was completed successfully but it was unknown what device was used to complete the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.